Event description:
Device issue: none. Adverse event: myocardial infarction. Onset of adverse event: seven (7) days post implantation. It was reported that on (B)(6) 2010, the patient underwent a percutaneous coronary intervention (pci) with the deployment of one drug eluting stent to the proximal circumflex artery. Post procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient presented to a satellite emergency department with chest pain and st elevation and was transferred to our facility as a level 1 emergency cath. According to the physician it was in the stent that was the original one possibly the one before this procedure. There was an aspiration catheter used and ivus was performed in the vessel. There was 100% occlusion noted pre procedure with no flow-0. The post procedure was timi flow 3 with 5% stenosis. The event resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with any relevant information.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: there was no reported product deficiency. Myocardial infarctions (mi) and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the promus stent delivery system was pressurized to 18 atmospheres during deployment of the stent, which is above the rated burst pressure. It should be noted in the promus IFU, it states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. It is unknown how the IFU deviation may have contributed to the reported patient effects. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that on (B)(4) 2010, the patient underwent a percutaneous coronary intervention with the deployment of one drug eluting stent to the predilated proximal circumflex artery (lcx) at 18 atmospheres for 15 seconds. Postdilatation was also performed. Post procedure residual stenosis was 0% with tmi 3 flow. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient presented to a satelite emergency department with chest pain and st elevation and was transferred to our facility as a level 1 emergency cath. According to the physician it was in the stent that was the original one possibly the one before this procedure. There was an aspiration catheter used; however, the catheter yielded no thrombus. Ivus was also performed in the vessel. There was 100% occlusion noted pre procedure with no flow-0. Also noted was> 50% stenosis - restenosis of prior drug eluting stent site in the proximal lcx. The post procedure was timi flow 3 with 5% stenosis. The event resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. No additional information was provided.